Event description:
Patient stated that she is getting a bubble formation at the end of her infusion set tubing. She believes she is experiencing high blood glucose levels because of this bubble formation. Patient also stated that she checked every hour for a bubble and each time she would check there was a new air bubble in the tubing of the infusion set.